Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited abnormal sensing during implant possibly due to the patient anatomy. Another lead was added and connected to the pace sense port to stabilize the rv sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.